Event description:
MRI of the lumbar spine revealed a granuloma at the l1-l2 level. It was located to the right portion of the thecal sac and impressed on the left aspect of the spinal cord. The pump medication was changed from dilaudid and bupivacaine to normal saline. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).